Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins, model 3058, (B)(4), found balseal connector was damaged in the connector port. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Analysis determined the all balseal connectors were damaged in the ins connector port. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Info references the main component of the system and other applicable components are: product ID neu_unknown_lead, product type lead.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported that during an operation, it was not possible to introduce the lead completely into the implantable neurostimulator (ins). It was noted that the lead had also been altered. A new lead and ins were implanted two days later. It was noted that the first lead was inserted into a connection for a different model ins. It was noted that the issue was resolved. No symptoms were reported. There were no further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of being unable to insert the lead was not determined. It was noted that it was probably an alteration of the cylindrical geometry of the old lead caused by the use of a non-dynamometric screwdriver.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received clarified that because it was not possible to introduce the lead completely into the ins after several attempts, it was deduced that the electrode was altered. Both the ins and the lead were discarded. It was noted that the initial ins was being replaced due to normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.